Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During the implant procedure, the patient experienced chest pain and a perforation of the target vein was confirmed via x-ray. The physician alleged the lead as the cause of the perforation of the vein. No intervention was performed and the patient was stable.